Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5063692) on 09-aug-2016. The most recent information was received on 06-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device perforated right fallopian tube / device not even in the correct place at all'), pregnancy with contraceptive device ('pregnancy'), autoimmune thyroiditis ('hashimotos thyroiditis') and rheumatoid arthritis ('rheumatoid') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included fexofenadine hydrochloride (allegra), naproxen sodium (aleve caplet), ranitidine, ranitidine hydrochloride (acid reducer) and thyroid (armour thyroid). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) and allergy to metals ("titanium sensitivity") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, autoimmune thyroiditis, rheumatoid arthritis and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, autoimmune thyroiditis, fallopian tube perforation, pregnancy with contraceptive device and rheumatoid arthritis to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a patch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2019: reporter added case become potential legal case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.